Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that there is a clicking sound coming from their device this only happens when their arm is in a certain position. The patient saw the physician for this issue and was told that it was impossible to be hearing a clicking sound. The device remains in use. It was also reported that the "top lead" was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.